Manufacturer narrative:
The manufacturer became aware of a patient death on (B)(6) 2026. The event date and cause of death remain unknown despite multiple attempts to obtain additional information from the family and healthcare provider. Historical engineering logs contained no evidence of device malfunction; however, no device data were available for the relevant timeframe. Because the cause of death is unknown and a device contribution cannot be reasonably ruled out, this event is reportable under 21 cfr 803.50. If additional information becomes available regarding the event date, cause of death, or device involvement, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026, it was reported that on an unknown event date the end user died. The cause of death was unknown and no treatment information was available. The outcome was death.